Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he went to the grocery store 5 miles away. On his way home he hit a sharp bump. The throttle allegedly started to keep going forward and did not stop. No brakes. He could not jump off of it. He just kept driving. He drove into his area and usually drives into the porch(via ramp) but he couldn't drive it into the porch. There was no control. He kept driving and driving until he drained the batteries. When the batteries were drained he was in front of his house he attempted to go up his ramp and the scooter allegedly rolled backwards and still no brakes. He alleges it rolled 200 feet and toward the street. The tiller went 90 degrees and lost control, he allegedly flipped on the right side and fell to the ground.